Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 100% stenosed, 18cm in length, chronic totally occluded target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). After inserting a non-bsc introducer sheath from the opposite side of the lesion, two non-bsc guidewires were advanced to cross the lesion. Predilation was performed with a 2x100 non-bsc balloon catheter and the guidewires were then exchanged to another 3000 non-bsc guidewire. Subsequently, a 7 x 180 x 130 innova¿ stent was advanced to treat the lesion. The physician desired to deploy the stent right below the bifurcation of the deep and was attempting to deploy the proximal stent in the right position. The thumb wheel was actuated as usual until the stent was deployed 12cm and the handle was fixed on the table and pullback was performed. The proximal stent was positioned right below the bifurcation when it was deployed 12cm but the stent shortened about 1cm when the pullback was performed. The procedure was completed with the deployment of an 8x30mm non-bsc stent and post dilation with a 6x80 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.